Event description:
During a gastric bypass procedure, brought back pt for lap diagnostic because pt complaining of pain and excessive drainage. Opened pt and examined staple lines. When physician applied pressure to stomach, there was oozing at/near staple line.